Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that a graft was implanted in 2008. Eventually, the patient went to the hospital because of back pain. After a computed tomography angiography was completed it became apparent that the super renal stent had come away from the first seal stent. Thus, causing a type 1 endoleak. A cuff was implanted and resolved the type 1a endoleak.

Manufacturer narrative:
Evaluation: the device was not returned to assist with the investigation. Multiple attempts were made to obtain the images but failed to retrieve it. A review of the device history record could not be performed due to insufficient lot information. Due to this product only being one per lot number no other complaints would be associated with this complaint if lot information was available. The device is shipped with an instruction for use (IFU) that describes the intended use, contraindications, warnings and precautions, and the correct deployment procedure. The IFU states " after endovascular graft placement, patients should be regularly monitored for perigraft flow, aneurysm growth or changes in the structure or position of the endovascular graft. At a minimum, annual imaging is required, including: abdominal radiographs to examine device integrity (separation between components, stent fracture or barb separation) and contrast and non-contrast CT to examine aneurysm changes, perigraft flow, patency, tortuosity and progressive disease. Adverse events that may occur and/or require intervention include, but are not limited to: endoprosthesis: improper component placement; incomplete component deployment; component migration; suture break; occlusion; infection; stent fracture; graft material wear; dilatation; erosion; puncture; perigraft flow; barb separation and corrosion." Based on the information provided and without the images, the exact root cause for the stent separation and endoleak could not be determined. Possible root causes for stent separation and endoleak could be iliac tortuosity, graft compression, limb kinking, limb occlusion, patient's poor anatomy, inappropriate sizing, deployment location, incomplete dilation of the stent, changes in the configuration of the aorta, graft over- or under sizing or placed in an unintended location. These can reduce the blood flow out of the legs, so the pressure inside the graft increases significantly causing structural instability increasing the risk of stent separation and in turn type ia endoleak. The root cause of this complaint is inconclusive. We will continue to monitor for similar complaints.